Event description:
It was reported that there was a cartridge change error with the pump, and the caller was unable to connect with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer completed a pump reset, followed instructions to clean and inspect the pump, and was able to successfully load the cartridge after some guidance. Technical support also emailed for a replacement g7 sensor.